Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that after she had just done the bolus, she noticed that the tubing was detached from her. Reportedly, she already had 4 units active insulin and the pump would not give her another bolus as it already recognized that she did the correction. No further information available.